Manufacturer narrative:
An incident was reported that a patient's finger was burned during an MRI knee scan while being monitored by a model 7500 pulse oximeter (non-MRI compatible) on the affected finger. It was reported that a physician diagnosed the injury as a full thickness burn. After being contacted by the hospital about the reported incident, nonin's local distributor team visited the customer site to investigate the cause of the reported injury. Investigation of this event determined that the model 7500 pulse oximeter used on the patient's finger is not MRI compatible, thus was incorrectly used per the contraindications of the device. It was reported that the patient was sedated and on a ventilator during the MRI scan, therefore the finger burn was not identified until after the patient was removed from the MRI system. Medical intervention for the patient as a result of the injury was reported as conservative management. The current status of the patient is unknown. Nonin's local distributor team has communicated to the hospital the need to use an MRI compatible pulse oximeter in mr environments to avoid associated hazards. Investigation of this incident confirmed that the injury was caused by the hospital using the wrong (non-MRI compatible) oximeter during the MRI scan. The hospital has since purchased an MRI-compatible pulse oximeter to avoid such incidents in the future.

Event description:
An incident was reported that a patient's finger was burned during an MRI knee scan while being monitored by a model 7500 pulse oximeter (non-MRI compatible) on the affected finger. It was reported that a physician diagnosed the injury as a full thickness burn.